Event description:
A malfunction was reported on the pump, and no notable events were identified prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, resolving the malfunction. The malfunction code did not recur after the reset, and the customer was advised to contact support again if any issues reoccur.